Event description:
It was reported that a volume discrepancy and difficulty with refill occurred. Refill occurred on the day of this report. The expected residual volume (erv) was 5cc the actual residual volume (arv) was not measurable, "only enough to fill the catheter." When the health care provider (hcp) tried to fill the pump with 40cc, they were "only" able to push 37.5cc in with force. There was "a little bit of blood" when accessing reservoir. They programmed reservoir volume to 38mls and were going to monitor the patient. It was noted that the patient had the pump "a long time" and the hcp thought there was a lot of scar tissue around it. The device system was used to infuse baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model 8711, lot # j0058209r, implanted: (B)(6) 2001. (B)(4).